Manufacturer narrative:
These complaints were initially ruled out at the time of complaint receipt as during customer services troubleshooting, there was no indication to reasonably suggest that the products malfunctioned and there was also no allegation of any adverse events as a result of the reported issues. Lifescan (lfs) received product returns for these complaints and reclassified based on the evaluation results. The test strips failed testing; the reported issue was confirmed. The test strips were found to be stuck together with exposed adhesive due to being cut incorrectly during the slitting and vialling process. This report is processed under exemption number e2005018.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that the ot ultra test strips experienced sticking test strip. These reports were received from various sources. One of the patient's involved with this allegation was (B)(6); there was no weight data available for either of the patient. Of the reported patients; 1 was male, & 1 was unknown.